Manufacturer narrative:
An event of air bubbles in the device of ds and small hole was seen in the loader of the device was reported. The device was returned to abbott for investigation and it was examination and performed functional testing. There was no leaks or air bubble in the device during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. It is possible due to loose connection cause the air leak; however, this cannot be confirmed. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: if air is visible in the loader, additional flush steps may be performed as described in steps. Note: during additional flushing, ensure air does not enter the system. Note: the loader tubing may be massaged to help remove air. Note: during steps make sure the tip of the loader is submerged in sterile saline at all times so air does not enter the loader or the device may be removed from the loader and disconnected from the delivery cable".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery system. During device preparation, there was difficulty flushing the device appropriately, and there were bubbles every time the device was purged. The physician made a wet to wet connection of the loader to the delivery system, and the device was moved into the patient. Attempts were made to purge the device, and a small hole was seen in the loader of the device. Air bubbles were seen when the device was moved into the delivery system, and the device was stopped moving in order to avoid introducing air into the patient. There were no air bubbles visualized in the patient, and the patient did not experience st elevation. The device was replaced with another 31mm amplatzer amulet left atrial appendage occluder. There were no reported adverse patient consequences. The patient status was stable.